Event description:
It was reported that on (B)(6) 2024, a 34mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The maximum orifice of the left atrial appendage was 43mm, the maximum landing zone was 30mm, and the maximum depth was 20mm. During the procedure, transesophageal echocardiography (tee) and x-ray were utilized, and the patient was in atrial fibrillation. The device met close criteria, and a successful tension test was performed. The left atrial pressure was 19mmhg. The device had a roman helmet/strawberry shape of compression. There was no difficulty implanting the device. On (B)(6) 2024, it was noted that the device had embolized and travelled to the left ventricle. A transcatheter snare was emergently used to attempt to remove the device from the patient, but the attempts were unsuccessful. Echocardiogram showed left ventricular function to be 30%, and there was mild to moderate mitral insufficiency. The patient became unstable, so the patient was sent to open heart surgery to explant the device. Three of the hooks of the amulet occluder were wrapped around a mitral valve chord. The device was carefully removed without causing damage to the mitral valve. The left atrial appendage was ligated. The cause of the device embolization was unknown. The patient was discharged.

Manufacturer narrative:
An event of device embolization two days post-implant that required an open-heart surgery to retrieve the device was reported. It was reported that during removal of the embolized device, three of the stabilizing wires were wrapped around the mitral valve chord, causing mitral insufficiency. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Imaging from field was reviewed, angiogram showed a heavily pectinated appendage distally and proximally. The lobe appeared very compressed on tee. Disc deployment revealed mitral shoulder and minimal separation of disc and lobe. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 29 february 2024, a 34mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The maximum orifice of the left atrial appendage was 43mm, the maximum landing zone was 30mm, and the maximum depth was 20mm. During the procedure, transesophageal echocardiography (tee) and x-ray were utilized. The device met close criteria, and a successful tension test was performed. The left atrial pressure was 19mmhg. The device had a roman helmet/strawberry shape of compression. On 01 march 2024, it was noted that the device had embolized and travelled to the left ventricle. A transcatheter snare was emergently used to attempt to remove the device from the patient, but the attempts were unsuccessful. The patient was sent to open heart surgery to explant the device. The patient remained asymptomatic and hemodynamically stable when transferred to the operating room for device explant. No replacement device was implanted. The patient status was unknown.